Manufacturer narrative:
(B)(4).

Event description:
It was reported during an atrial flutter (afl) procedure, the navistar catheter was not recognized after connecting to the cable. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. On march 2, 2014, upon receiving the product in biosense webster lab, it was noticed that there was the char measured more than 1 mm on proximal end of tip dome making this event reportable.

Manufacturer narrative:
(B)(4) it was reported that the catheter was not recognized after connecting to the cable. The returned device was visually inspected upon receipt and char was found close to the tip dome. This condition was not reported by the customer. Per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. The root cause of the char remains unknown.